Event description:
Consumer reports accuracy concerns with their plink meter. States they received elevated readings and they felt their blood sugar was extremely low. Went to the dr, was given a large amount of oj to elevate their blood sugar.